Event description:
Minerva machine failed to function. Changed device with negative results. Another minerva brought in. Device worked fine. Defective equipment tagged and removed from circulation. Nobody injured. Biomed worked with minerva: hooked up demo hand piece and performed operational check, no problem found. Biomed unable to duplicate problem, returned to service.